Event description:
The doctor reported that implant was removed due to loss of osseointegration, approximately 13 months after the implant placement date. Oral hygiene around the implant site was poor. Bone quality at surgical site was type 2. During the surgery, periodontal disease was observed.